Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive and do not have normal spring back. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the vibration motor had failed. This malfunction is not likely to cause an adverse event because the audible alarm mechanism still functions and will still alert the user should the pump emit an alarm.

Event description:
The reporter contacted animas to report that the arrow keypad buttons were requiring several button presses to activate the desired pump functions. The reporter stated there was no physical damage to the keypad. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.